Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump would leave the pump in "stop" mode and then later take "a lot of extra doses." Per reporter the patient also did not always take their requip treatment. It was reported that the patient often felt "blocked (in his movements)." No adverse patient effects were reported.